Event description:
It was reported that the patient developed infection at the ipg site. It was believed that infection was not device related and came from a dry needling procedure. Antibiotics were prescribed. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: 7071773. Batch: 7071773.